Event description:
Per dealer the suspension is not working properly. No injury. At this time, the dealer called in to technical services on what to do about the suspension. He will be meeting with the sales rep next week.